Event description:
Lasik (B)(6) 2008. Lasek (B)(6) 2009. I had pre existing dry eye history and contact lens intolerance and was told years post surgery that I should not have been operated on because of this. Problems from day one. Dry eyes became severe and I needed glasses from day 1 post surgery. Enhancement surgery recommended but this procedure left me with even more problems because the surgeon overcorrected. I now have severe dry eyes, blurred vision, starbursts, floaters, headaches, inability to focus properly leading to disorientation, migraines, very poor intermediate vision. I have also developed recurrent corneal erosions which are frightening, I also suffer anxiety because of this. Also, during lasek the surgeon instilled mmc into my eyes without my knowledge or consent. I worry constantly about the long term implications of this. Optical express.